Event description:
An electrocardiogram was obtained after the pt sustained a respiratory arrest and underwent endotracheal intubation. The electrocardiogram machine provides a computer generated interpretation. In this particular situation, the electrocardiogram's report of interpretation stated that the rhythm to be "sinus tachycardia" which was erroneous. The rhythm was atrial flutter with two to one av block. Correct rhythm interpretation resulted in correct treatment and arrhythmia cessation.